Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient had large drain volumes. A follow up call was made to the nurse, and she reported that there were no patient injury related to the large drain volumes and that the patient remained asymptomatic. The reported drain volume of 6207 was 310% over the expected drain volume resulting in a reportable device malfunction. (B)(6).

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. The cycler related to this complaint has not been evaluated. The fed-x delivery record indicates the cycler was returned and received by fmc, however as of today's date the cycler could not be located. If the cycler is located the complaint will be reopened and an investigation will be conducted. Cycler misplacement is being investigated under a CAPA.